Event description:
Discordant interleuken 6 results were obtained on patients samples, generated on immulite 2500. The samples were repeated and the results were reported. Patient's treatments were not altered or prescribed. There were no reports of adverse health consequences as a result of the discordant interleukin 6 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant interleukin 6 results were due to the malfunction of the level sense board. The fse replaced the level sense board. The instrument is performing within specifications. No further eval of the device is required.